Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call customer is currently in emergency room due to diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of incident. The customer is calling in regards for emergency supplies. No further details are given.